Event description:
It was reported via repair work order that the head end lift was stuck up in elevated position and wont lower due to malfunction coupler and lifts sensor coil cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.